Event description:
It was reported that one bd syringe 10ml ll s/c 200 experienced a loose plunger. The following information was provided by the initial reporter: the lobotomist was using a syringe and the plunger dislodged.

Manufacturer narrative:
Investigation summary: one disassembled 10ml syringe was received (p/n 302995). The sample was visually evaluated. No visual defects were observed with the barrel or its retaining ring. The stopper was observed to be loose on the plunger head, which could contribute to the dislodging of the plunger. When the stopper was removed the plunger's head was visibly misshapen (square headed). The plunger was non-conforming condition per product specification. Potential root cause for the square plunger head defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1210862 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the square plunger head defect is associated with the molding process. The aql for square plunger heads is (B)(4)%. The defective rate identified is (B)(4)%. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1210862 is considered in compliance with our product specification requirements.

Event description:
It was reported that one bd syringe 10ml ll s/c 200 experienced a loose plunger. The following information was provided by the initial reporter: the lobotomist was using a syringe and the plunger dislodged.

Manufacturer narrative:
Investigation summary: one disassembled 10ml syringe was received (p/n (B)(4)). The sample was visually evaluated. No visual defects were observed with the barrel or its retaining ring. The stopper was observed to be loose on the plunger head, which could contribute to the dislodging of the plunger. When the stopper was removed the plunger's head was visibly misshapen (square headed). The plunger was non-conforming condition per product specification. Potential root cause for the square plunger head defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1210862 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the square plunger head defect is associated with the molding process. The aql for square plunger heads is 0.65%. The defective rate identified is 1 out of 488,000 which is 0.0002%. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1210862 is considered in compliance with our product specification requirements.